Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two anchors from the same lot. It was reported, the patient had been experiencing discomfort at the anchor site. The event date is unknown. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the anchors were found lying on top of one another. In turn, the doctor created a larger pocket for the anchors and repositioned them. Surgical intervention resolved the patient's issue.